Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose had run high the night before and that she had a headache and had seen an air bubble. The customer did a set change. The blood glucose had risen to 425 mg/dl and was 363 mg/dl at the time of the call. The customer treated with a bolus. The drive support cap appeared normal and recessed. The customer was assisted in priming out air bubbles. The insertion site was not sore or irritated. The insulin did exit with the manual prime and no leaks were observed. The infusion set was removed and the cannula was found to be bent. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.